Event description:
It was reported that the connector was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device failed functional testing for the display. The lower part of the display had missing lines. It was also noted that the lower case was broken and all bails were missing. (B)(4).